Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was damaged and there was moisture within it. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings:. Black box shows evidence of a unexplained "por" event following "low battery alerts" on (B)(6) 2017. A battery change did occur during "por" event.. Pump powers with the returned battery cap. Battery cap measures within specifications; height .385,.386,.387,.388. Width .588,.590.3. Battery cap is unable to fully tighten. Battery compartment crack observed in thread area. Evidence of moisture contamination inside battery compartment... "Audio bolus" button cover is torn. Bolus button is responsive.. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms duplicated..6. Leak test shows leaks at battery compartment crack and display lens. Removed pump case. No evidence of additional moisture inside pump. A "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.